Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm system (s/n: (B)(4)) was in the run mode for a day (from 9:00am-6:00pm) then the pump operation stopped suddenly during the warming mode. There were no error messages or alarms displayed on the console. The console was used for tp400 test and there was no patient involvement reported.